Manufacturer narrative:
The reported event could be confirmed based on the investigation findings. The device inspection revealed the following: the rc lag screw was returned in assembled condition. The device is in a used condition, there are stress marks on the whole surface of the blade. These marks can be traced back to a contact with the nail during the blade insertion. The blade could be disassembled and assembled during the investigation without any problems, are relevant features are intact and no deformation of the u-blade could be observed. A closer inspection of the two set screw grooves (in this relation it can be pointed out that a standard lag screw provides four) was made. Neither of the two grooves had the typical two impression marks left by the set screw when it is tightened. This is clear indication that the set screw of the nail was not inserted into one of these two grooves as required. At one of the grooves is at the end of the lag screw a square shaped stress mark visible, this mark was very likely caused by the u-blade when the blade was inserted. A closer inspection of the two u-blade grooves has shown that the typical two impression marks of the gamma4 nail set screw are visible at one of these grooves. This is a clear indication that the lag screw was inserted 90° offset and that therefore the u-blade grooves were not in the correct position (top/bottom instead of sidewards). This would also explain the before described square shaped stress marks at the beginning of the set screw groove and why the u-blade went in a strange direction as described in the event description. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was by a incorrect alignment of the lag screw after the insertion, which made finally a insertion of the u-blade impossible. In relation to the correct rc lag screw alignment after insertion following statement from the gamma4 hip fracture nailing system operative technique (g4-st-2, rev. 1, 11-2024) can be pointed out: ¿attach the rc lag screw (without the u-blade and u-blade end cap) to the lag screw driver and tighten the thumbwheel (fig. 90). The rc lag screw is now passed over the precision pin through the lag screw sleeve and is placed in the desired position within the femoral head under x-ray visualization. A double check of the end position is also possible with the indicator ring (dotted line) on the lag screw driver when it reaches the end of the lag screw sleeve (fig. 91). The design of the rc lag screw provides two set screw grooves (standard lag screw provides four). For correct rc lag screw alignment, the handle of the lag screw driver must be perpendicular to the proximal targeting arm (fig. 92). The u-blade laser markings at the set screw groove indicators must point towards caudal and cranial indicating the orientation of the u-blade in-situ. Insert the set screw (refer to section ¿set screw fixation¿) before insertion of the u-blade." If more information is provided, the case will be reassessed.

Event description:
As reported: "the u-blade went in a strange direction."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "the u-blade went in a strange direction.".